Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tip of the hemopro jaw broke off, but did not fall into the pt. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. (B)(4).